Event description:
Bio burden was easily visible on several instruments in a loaner tray (arthrex reconstruction set) after tray was washed, sterilized and made ready for a case by in-house central sterile staff; therefore, tray was contaminated and not able to use for surgery. Orthopedic nurse team leader was notified immediately. A new tray was brought over from the outpatient surgery center to be used in case. Event of contaminated tray further delayed case, but was never used on the patient.